Event description:
The patient was undergoing a coil embolization procedure in the brachial artery using a benchmark 6f 071 delivery catheter (benchmark) and a neuron select catheter 5f (5f select) and a non-penumbra short sheath. Radial access was obtained, and the benchmark was advanced toward the target artery. While advancing, the benchmark became stuck within the target artery and when the physician attempted to remove the benchmark, it stretched and fractured. Femoral access was then obtained, and a snare device was used to retrieve the distal portion of the fractured benchmark. A cut down was performed to remove the remaining portion of the benchmark. The procedure was aborted at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.